Manufacturer narrative:
Device was discarded after explant and not returned to manufacturer. No analysis performed.

Event description:
Premature eri/eos of battery. This is oen fo 25 devices that suffered early battery depletion. This MDR is being filed retroactively at the request of cdrh and oii after a feb 2025 inspection. Avertix performed a voluntary recall/correction in 2023 for this issue.